Event description:
Patient reported that the one touch ultra meter would not power on. This issue was not resolved with troubleshooting. They did not have any symptoms. There was no medical intervention or treatment given. No further clinical information provided.